Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered two appropriate shocks. The first shock was unsuccessful in converting the rhythm, however, the second shock successfully converted the rhythm. High shock impedance measurements of 122 ohms was observed following shock delivery. The patient noted only receiving one shock. The physician suspected the first shock didn't convert due to potential electrical overstress. Technical services (ts) reviewed a copy of stored device memory and noted the device appropriately delivered therapy and discussed the shock impedance measurements being on the higher side. Ts noted the electrical overstress behavior is related to a short condition and indicated the device would likely be non-functional. Ts noted this device appears to be intact and confirmed the second shock converted the rhythm. Ts also noted missing data related to the electrode. The missing data was suspected to be related to a potential device reset that affected programmer based data. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. This product is part of the emblem s-ICD overstress 12/03/20 advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered two appropriate shocks. The first shock was unsuccessful in converting the rhythm, however, the second shock successfully converted the rhythm. High shock impedance measurements of 122 ohms was observed following shock delivery. The patient noted only receiving one shock. The physician suspected the first shock didn't convert due to potential electrical overstress. Technical services (ts) reviewed a copy of stored device memory and noted the device appropriately delivered therapy and discussed the shock impedance measurements being on the higher side. Ts noted the electrical overstress behavior is related to a short condition and indicated the device would likely be non-functional. Ts noted this device appears to be intact and confirmed the second shock converted the rhythm. Ts also noted missing data related to the electrode. The missing data was suspected to be related to a potential device reset that affected programmer based data. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. This product is part of the emblem s-ICD overstress 12/03/20 advisory population.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis was unable to confirm the root cause of the device reset.